Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: a. What interventions were performed to address the alleged complaint event(s)? Were the interventions successful? If not, how was the alleged issue resolved? As recorded in fms, the amount of heparin added to the purging fluid was changed from 20 units to 10 units, and since the map was 90-100 mmhg, antihypertensive measures were taken. The patient was recovered and the pump was successfully weaned. B. Is the device available for return? If a return kit is needed, field/support staff can reach out to: the pump was discarded at the facility. The aic will return for investigation. C. Is there any other information available regarding this abiomed product use/for this patient? No.

Manufacturer narrative:
Correction: e4 the investigation of the reported failure mode has been completed. No product was received for evaluation. Stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient experienced a subarachnoid hemorrhage while on impella cp support. In addition to bleeding at the puncture site. The bleeding was controlled by restraining his lower limbs and adjusting the angle. The cp was successfully weaned and explanted.